Event description:
It was reported that the tubing came apart at the distal smartsite, and it was not pulled according to the staff. The event occurred in the pediatric unit. It was confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Additional information added to; d4, d10, & h4. *************************************************** the customer¿s report of the tubing coming apart at the distal smartsite was confirmed during visual inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set¿s tubing was separated from the location where it connects to the outlet of the set¿s distal smartsite. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed on the set during visual inspection. Further visual inspection observed insufficient solvent on the tubing. The root cause was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the distal smartsite outlet due to equipment and/or operator error.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing came apart at the distal y-port and it was not pulled according to the staff. The event occurred in pediatric unit. There was no patient harm.